Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. Customer loaded a new cartridge or reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 100 mg/dl.